Manufacturer narrative:
Device investigation: results: the proximal shaft of the 5maxace is fractured approximately 98.5 cm from the hub. There are two pieces of the distal tip that fracture from 5maxace catheter. The mid-joint piece is approximately 15.2 cm long and the distal portion is approximately 18.0 cm long. A neuron max 088 not described in the complaint was also returned and proximal end is kinked approximately 20.0 cm from the hub. Conclusions: the complaint has been evaluated. The complaint indicates that the 5maxace fractured during aspiration when neuron max prolapsed into the aorta. The 5max ace was fractured in two locations: 1) in the middle distal segment (18cm from distal tip) and 2) at the mid-joint (approximately 98.5 cm from the hub). The complaint implies that 5max ace was fractured in a single location. It is not known which fracture occurred during the procedure (see note below). It is likely that the force transferred to 5maxace by the prolapsed neuron max exceeded the 5max ace tensile specification and caused the device to fracture. Note (1): the 5max ace was fractured in two locations. Based on the complaint, the 5max ace was fractured in a single location during the procedure. It is assumed that the second kink was created after the procedure. Note (2): neuron max was severely kinked approximately 20.0 cm from the hub. This kink was not referenced in the complaint and does not correspond to a proximal kink in 5max ace. It is assumed that this kink was created after the procedure, potentially during packaging for return to penumbra. This reportable event is not associated with any malfunction with the neuron max. Prolapse of the neuron max ("falling dow" in vessel) is a procedural/user technique issue and is not associated with a product issue. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
The patient was undergoing a procedure in the right m1/m2 branches using the penumbra system 5max ace reperfusion catheter. The physician began the procedure by using a neuron max catheter and placed it in the right ica. Then, the 5max ace with velocity and 0.014 in guide wire were placed in the mca. During the procedure, while the physician was advancing the 5max ace along with the velocity and the wire, the neuron max was not very stable and fell down in the aortic arch. The velocity and wire were removed and aspiration was switched on. There was blood flow in the canister; therefore, the physician moved forward with the 5max ace. During this maneuver, the neuron max fell down again. The physician immediately noted something was wrong because the 5max ace marker tip remained at the carotid t level, while neuron max was in the aortic arch again. The physician attempted to push everything up again; however, the 5max ace was broken. After several attempts to rescue the broken piece with snares/goose neck at the proximal part of the distal tip, the physician decided to leave it there and ask the vascular surgeon to open the carotid artery and remove it. The procedure was fast and easy. The patient is in a very bad condition because it was not possible to treat the stroke.

Manufacturer narrative:
Conclusions: the device has been returned for evaluation and a follow-up report will be filed upon completion of the device investigation.